Event description:
Pt was being paced using philips biphasic monitor/pacer. The monitor/pacer suddenly stopped/turned off. Monitor/pacer restarted when turned on/start. No adverse effect the pt.

Event description:
The defibrillator listed in this report is a philips heartstart xl, model m4735a. The complainant reported the following: on 6/8/2004, the pt was being paced using a philips heartstart xl. The device suddenly turned off but restarted when turned on a few seconds later. The clincians were able to resume pacing and re-establish capture. The interruption in pacing had no impact to the pt. The hospitals biomedical tech evaluated the defibrillator and was unable to reproduce the reported problem. The defibrillator was returned to clinical use. The hosp's biomedical tech performed self-diagnostics and testing with a simulator ahd he was not able to identify any problems. There were no errors in the system log. The device was subsequently returned to clincial use. Based on this eval, we are unable to identify any failure mode of the device or draw any conclusions regarding the alleged event. Based on discussions with the hosp's biomedical tech, who evaluated the defibrillator, there were no identifiable problems. The clincians were able to re-establish pacing within a few seconds. The hosp's emergency dept urse mgr indicated that their was no adverse effect to the pt resulting from the interruption to pacing. The labeling provided with the device indicates the pt is to be observed closely while pacing, which in fact, is what the clincians were doing when the alleged event occurred. The incident occurred on 6/8/2004. Your letter, dated 8/16/2004, provided notification to philips medical systems of this event. The letter was received on 8/27/2004. The defibrillator has been returned to clinical use.

Event description:
Add'l info rec'd from MFR 11/10/04: the complainant reported the following: the pt was being paced using a philips heartstart xl. The device suddenly turned off but restarted when turned on a few seconds later. The clinicians were able to resume pacing and re-establish capture. The interruption in pacing had no impact to the pt. The hospital's biomedical technician evaluated the defibrillator and was unable to reproduce the reported problem. The defibrillator was returned to clinical use. The hospital's biomedical technician performed self-diagnostics and testing with a simulator and he was not able to identify any problems. There were no errors in the system log. The device was subsequently returned to clinical use. Based on this evaluation, company was unable to identify any failure mode of the device or draw any conclusions regarding the alleged event. Based on discussions with the hospital's biomedical technician, who evaluated the defibrillator, there were no identifiable problems. The clinicians were able to re-establish pacing within a few seconds. The hospital's emergency dept nurse manager indicated that there was no adverse effect to the pt resulting from the interruption to pacing. The labeling provided with the device indicates the pt is to be observed closely while pacing, which in fact, is what the clinicians were doing when the alleged event occurred. FDA letter, dated august 2004, provided notification to philips medical systems of this event. The letter was received on august 2004.